Event description:
Update (B)(4) 2013: product/lot. Knee revision: alignment of original sigma partial may have been rotationally internal rotation(?) Of femoral component.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An engineering explant review was performed using the unaided eye. A wear pattern was noted on the middle third of the poly insert articular surface. The femoral component showed some light scratching, but no wear pattern was noted. It is not possible to determine if light scratching happened during implant removal or not. The tibial implant superior surface showed some cloudy areas, possible due to residue left from autoclaving after removal. The review of explants does not reveal a definitive cause of the reported complaint of pain. An engineering x-ray review was performed. Product codes and lot numbers of implants were provided. Patient bmi information was not provided. Eight x-ray images were provided: two were pre-op, four were post-op (uni), and 2 were post-revision. (B)(4) reports x-ray procedure dates to be (B)(6) 2012 for pre-op, (B)(6) 2012 for post-op, (B)(6) 2013 for 1 year post-op (pre-revision), and (B)(6) 2013 for 6 weeks post-revision. However, none of the x-ray images show any dates, so x-ray procedure dates cannot be confirmed. The complaint mentions possible internal rotation of the femoral component, and both post-op a/p images suggest slight internal rotation due to the edge of the posterior condyle showing medially. However, it is difficult to determine if the a/p x-ray images were exactly parallel with the coronal plane. Both post-op (uni) a/p images show possible bony impingement of the femur with the lateral tubercle of the tibial intercondylar eminence. (B)(4) reported ¿continued pain despite excellent range of movement and excellent function.¿ however, the cause of the reported pain cannot be definitively determined. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.